Event description:
It was reported, the catheter dislodged. The patient had experienced increase pain. A catheter access port (cap) contrast study done (B)(6) 2008 revealed the catheter had recoiled and not intraspinal. Intervention required surgical revision, the catheter was uncoiled and anchored securely (B)(6) 2008. The etiology was indicated as related to the device or therapy and severity was noted as moderate. The patient outcome was resolved without sequelae.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter product ID 8590-1 lot# n104759, implanted: 2007 (B)(6), product type accessory. (B)(4).